Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that the introducer scrunched up as it was inserted thru the skin. This malfunction was not noted as I attempted to insert into the patient's vein, when he yelled in pain, I withdrew it and then noted the problem. Rn had to use a new introducer to continue the procedure. No other information was provided.